Manufacturer narrative:
The information that provided date of hospitalization with the initial report was incorrect. The correct information has been included with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018. It was reported that the customer was hospitalized on (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for unknown reason. The blood glucose of the customer was unknown. The insulin pump will not be returned for analysis.